Event description:
The customer reported that erroneous basophil differential results with instrument generated flags were generated from a coulter lh 500 hematology analyzer for multiple patients. The exact number of patients and the dates on which erroneous results were generated is unknown. The customer did not provide this information. The customer provided three patients' results to demonstrate the issue. The erroneous basophil differential results were accompanied by instrument generated flags which required the review of the results per laboratory practices. The erroneous basophil differential results were reported out of the laboratory however there are no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this event and recovered within assay limits. The patient specimens were collected in 4 ml tubes. Patient raw data for this event was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2010 for this event. The field service engineer (fse) performed a triple transducer module alignment and adjusted the offset voltage from 5 to 1 volt. The instrument was returned back into service after the completion of necessary and verified repairs. Root cause for the erroneous test results is unknown. Root cause of the reporting of the erroneous results is use error. There were instrument generated flags to alert the operator to review results. As part of a retrospective review, this event was determined to be reportable.